Event description:
It was reported that the pt was not getting therapeutic effect from his device and felt no stimulation sensation. He stated that the lead was "sticking out" of his back. The device was explanted. Further info is being requested from the hcp.